Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became scrambled while the screen still illuminated, consistent with a screen/display malfunction of the pump hardware; blood glucose use was unaffected and the patient continued cgm monitoring via dexcom. Symptoms included no adverse clinical effects. Outcomes included no interruption to insulin therapy and no need for medical care or hospitalization. Investigation included remote troubleshooting, user education on shutdown to prevent further alerts, verification of shipping details, and provision of a replacement device with instructions for return of the original device and re-initiation of setup on the replacement. Investigation of this case revealed a suspected display hardware failure with no impact to insulin delivery or data integrity, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction limited to the display subsystem.